Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6) hospital, (B)(6) e1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device analysis findings: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 65mm proximal from the distal markerband. As per instructions for use IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the shaft identified multiple kinks. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger sl device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the balloon failed to inflate. The 60% stenosed target lesion was located in the mildly tortuous and mild calcified vessel. A 2.50mm x 100mm, 150cm ranger sl drug-coated balloon was selected for use. During lower extremity paclitaxel drug-coated peripheral balloon angioplasty, the balloon pressure could only reach 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 65mm proximal from the distal markerband.